Manufacturer narrative:
Concomitant medical products: ddbb1d1, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was heard every 4 hours. It was suspected that a lead triggered the alert. The patient was noted to be in hospice care. The lead remains in use. No patient complications have been reported as a result of this event.